Manufacturer narrative:
Investigation: the complaint was investigated for the z6ms transducer displaying an error message. The transducer was returned, and an investigation was performed. Engineers were able to reproduce the error during system testing. When the spc board swapped from the transducer, the system error was not observed. This confirmed that the error was caused by an spc board malfunction. It was suspected that there is weak durability in the spc board design. No trends have been identified to date for spc board malfunction; however, siemens will continue to monitor incoming complaints in order to identify a trend. Complaint reference #: (B)(4).

Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
It was reported that during patient planning, the patient was put under anesthesia to undergo a planned coronary artery bypass graft (CABG) procedure. While the doctor was scanning the patient, the ultrasound transducer prompted a usacquisitionhw_40 error message. The doctor used a new transducer to continue and complete the CABG with a similar but different ultrasound system.there was a delay of one hour while the replacement devices were obtained and prepped. There was no patient adverse event reported. No additional information was provided.